Event description:
It was reported magnetic resonance imaging (MRI) was being performed as there was an issue with the catheter tip. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).